Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 300 to 400 mg/dl overnight. The customer was unable to press buttons, had critical pump error and insulin leaked out of the reservoir and she was able to pour insulin out of the pump. Customer states pump was not exposed to a high magnetic field. The leak occurred at top of the reservoir. Customer states they are not able to rewind the pump. The customer advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify stuck button alarm due to critical pump error.